Event description:
The customer first reported that they were having issues with quality controls for carbamazepine (carb). The customer stated that they were having to calibrate the assay every 2 days because of failing quality controls. The customer then stated that they had an erroneous result for one patient sample tested for carb. The customer mentioned that they forgot to test the quality controls along with the patient sample. When controls were tested, these were outside of range. The customer recalibrated the assay and then repeated the patient sample. The sample initially resulted as 8.4 ug/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as approximately 10.6 ug/ml. The exact repeat result was not provided. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The carb reagent lot number was 61333701, with an expiration date of 06/30/2016. The field service representative determined that the syringe seals were damaged. He replaced the syringe seals. The customer ran calibrations, quality controls, and precision studies; all results met specifications.

Manufacturer narrative:
The customer confirmed that an original value of 8.7 ug/ml and a repeat value of 10.4 ug/ml were the actual values that were obtained. The customer noted that after the field service representative was there for the issue, they have seen a slight improvement with calibration frequency. A specific root cause could not be determined based on the provided information. Retention reagent materials were tested and the calibration signal decreases observed in the customer data could not be verified with testing of retention materials. The issue is most likely related to handling and storage of the reagent.